Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa and met all release criteria. The device was released from the core wire and successfully implanted in the laa. All the devices were removed from the patient. While the physician was suturing the access site around 10-15 minutes post release of the device, it was noted that the closure device had embolized out of the laa and into the left ventricle. The physician attempted to snare the closure device and remove it, but was unsuccessful. The patient was brought to surgery where the device was successfully removed from the patient and the laa was clipped. There were no patient consequences as a result of this event.